Manufacturer narrative:
The customer's meter was returned for investigation. During the investigation, it was noted that impressions were visible, due to pressing hard 'in the area of the scan and enter buttons on the display foil.' The touch offset issue was reproducible.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that when the meter screen was pressed the touch was recognized further up the meter screen. This has the potential to input incorrect data into the meter.

Manufacturer narrative:
Country of origin is (B)(6).